Manufacturer narrative:
Retainer ring= (black). On (B)(6) 2021 the customer is calling to report that the pump is messing up. Alarm history 07/15 pump error 53 and the customer said got 32 other alarm. No further concerns were recorded. Unit was successfully downloaded using (thump software). P-cap locked in place properly during testing. Unit passed displacement test and self test. No unexpected pump error 53 alarms noted during testing however, the pump history file, pump diagnoses and adapt confirmed pump error 53 alarm ((B)(4)). No pump error 32 alarm noted during testing or in download files. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Electronic stack, motor assembly, battery connector and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. Unit also received with cracked case(battery tube) and cracked battery tube threads. In conclusion unit came in with critical pump error alarm triggered by pump error 53. Problem isolated to the electronic assembly as per global logic analysis ((B)(4)). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.